Event description:
The left thalamus (cm) depth lead was replaced on (B)(6) 2024 after artifact and high impedance were observed during an ecog review in (B)(6) 2023. A programming change was made at that time; the contacts involved with the high impedances were turned off. The patient was scheduled for a neurostimulator replacement to address routine end of life in (B)(6) 2024 and the lead replacement was performed at this same time. The cause of the break was possibly related to the clip that was used to secure the lead.

Manufacturer narrative:
(B)(4) the explanted product was not returned to neuropace for analysis.